Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer had serviced main drawer 4 where the inseparable magnet had fallen off. The inseparable was replaced to resolve the issue. The drawer was tested using the hardware testing application and verified by the pharmacy staff. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawer failure unable to be recovered. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.